Manufacturer narrative:
(B)(4).

Event description:
It was reported that premature battery depletion was suspected. Patient was dependent. The device reported 4 years to eri on (B)(6) 2016 on a merlin transmission and device reached eri in (B)(6) 2016. Device was explanted and replaced. The procedure was completed successfully without adverse consequence to the patient. The patient is doing well and will be monitored with routine follow up.

Manufacturer narrative:
Premature battery depletion was confirmed by analysis. Extended charge time due to low battery status was also noted. Bench testing on the device was performed, and no sources of high current were noted. In further analysis of the battery, lithium clusters were observed shorting the anode and cathode of the battery. These analyses concluded that the premature battery depletion was caused by a lithium cluster induced short circuit. The device is included in the premature battery depletion with implantable cardioverter defibrillator advisory notice issued by st. Jude medical on (B)(6) 2016.